Manufacturer narrative:
Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the vessel sealer instrument was not sealing properly. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the vessel sealer instrument was not working. The customer was able to complete the procedure with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: an error message was displayed stating that the instrument was not working properly and to remove and reinstall the instrument. The error message was not a persistent message. Although, the instrument was removed and reinstalled, it would sometimes continue to function properly. It properly sealed numerous times throughout the case and still worked a few times after the error message had occurred.

Manufacturer narrative:
Failure analysis confirmed through error logs the customer reported complaint. The error log review indicated ¿error 22024¿ occurred during the procedure three times. This error is defined as ¿when the instrument is commanded to strong grip torque (usually for vessel seal function), the grip torque is outside the expected range (most likely too low).¿ as a result, this would prompt the user with a error screen message of "sealing malfunction, remove and reinstall, if issue persists, discard instrument."